Event description:
A male pt underwent aaa repair in 2009. While introducing the iliac leg graft, the physician noticed that the graft was slightly protruding out of the sheath. There was no other graft this size and the physician decided to proceed with the case. After placement of graft and removal of the delivery system, it was noticed that there was trauma to the left femoral artery. The physician repaired the artery to prevent further bleeding. One unit of blood had to be infused due to loss of blood and the pt did not have a pulse to the left lower extremity.

Manufacturer narrative:
Event eval: still under investigation at this time.